Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had time stamp for elective replacement indicator (eri) on may eight but it was said that three months ago device had 1.5 year left of longevity. Boston scientific technical services (ts) discussed and reviewed analysis result from the engineers. Moreover, the result showed that the data was consistent with device that will declare this fault. There were no other suspicious faults or resets stored within the memory. Furthermore, the device hardware was not detecting the loss of battery energy. Thus, the battery status indicators was not reflecting the depletion condition and was inaccurate. The device was malfunctioning and should be replaced and returned. This ICD device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was explanted and returned for analysis. A new device was successfully implanted. No additional adverse patient effects were reported.